Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a synergy ous, mr, 2.75x28mm stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found a shaft break within the midshaft region, 100mm proximal to port bond. No issue with the inner/outer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed with 16mar2017. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). After predilation with a 2.0x15mm non-bsc balloon catheter, a 2.75 x 28 synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. It was then noted that the shaft was kinked. The device was removed and the procedure was completed with a 2.75x28mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the shaft was broken.